Event description:
Pt leukemic collapsed and coded within 24hrs of catheter placement. A large hemothroraz found at thoracotomy and 2 mm hole in pluera overlying subclavian vein noted. Post-op cxr and line placement were okay. Patient died 48 hours later, pt had severe anoxic encephalopathy.